Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-32658. Related manufacturer reference number: 1627487-2020-48566. It was reported the patient underwent surgical intervention to address high impedance. During the procedure it was determined the patients extension was fractured and the ipg had reached end of life. As a result, these devices were explanted and replaced. Surgical intervention addressed the issue.